Event description:
A cartridge alarm occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.